Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 1.x, lab: 3.x. X = customer could not provide exact reading. No exact date or strip lot info available. No pt information or treatment provided.